Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.3, doctor's poc (coagucheck): 1.8. Patient self tester tested meter against doctor's poc meter. The same finer was used for both tests; the coagucheck meter was tested first.

Manufacturer narrative:
Investigation pending.